Event description:
Healthcare professional (hcp) reported patient experienced "first it was inflammation and with the continued taking of antibiotics in the end patient developed an abscess on the right side" five months post injection with harmonyca¿ in ck4, ck5, juvéderm® voluma¿ with lidocaine in ck3, m1 & 2, and in the following month post injection with juvéderm® volux¿ in jw1, jw2, m1 & 2, and juvéderm® volift¿ with lidocaine in peri bucal and upper lip. Treatment included antibiotics, clindamycin and cloxaciline. Hcp reported the abscess has resolved, inflammation on the left side of the face is ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4) and abbvie complaint (B)(4) . This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.